Event description:
It was reported that the patient with the pacemaker device exhibited noise and oversensing on this right ventricular (rv) channel. Upon review, technical services (ts) stated that the patient device was programmed to vvi and it could be like some procedural noise or pacing was occurring. This lead remains in service. No adverse patient effects were reported.